Event description:
Initial report received in mar-2006: this spontaneous post-marketing case was reported by a physician. This case involves a female patient (non-hiv) who received poly-l-lactic (sculptra) in her nasolabial folds and glabella for cosmetic filling one month ago by another physician. Approximately one week later, she experienced bruising in the glabella area with edema/swelling. The physician stated the patient is "very high strung and very likely manipulated the area". Within four to five days, further swelling and pin were noted. She was admitted to the hospital and given IV antibuiotics. The physician does not believe a culture of the glabella was done, but presumes that some type of cellulitis was suspected and IV antibiotics, steroids and oral antibiotics were given. Ten days out of the hospital, the patient was seen by the reporting physician. In mar-2006, the physician withdrew serous, bloody fluid with some small particulate matter. An acid fast bacillus culture was done. The results are pending. The physician noted there was no nodularity or granuloma. Biopsy was not performed. The glabella was still erythematous and slightly swollen. The patient was put back on augmentin for another five days. Additional fluid was drained two days later. Physician stated he would dilute 2.5 mg kenalog (triamcinolone), since the event appeared to be a waning inflammatory reaction with super-imposed infection. Antibiotics will be continued. Physician feels the patient is not worsening, but showing some improvement. No further information provided.